Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by another manufacturer representative that the patient's right ventricular (rv) lead had an impedance spike about eight months ago and the measurements since have been within an expected range. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.